Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and got motor error alarm. Blood glucose level at the time of the incident was 463 mg/dl. The customer was able to clear the alarm and able to complete the insulin pump rewind. The drive support cap was normal. The insulin pump will be replaced, and customer agreed to return the product for analysis.